Event description:
The hosp reported that during set-up for the evh surgery, it was discovered that the scope had a foggy image. Another scope was used to complete the procedure. No pt complications have been reported.

Manufacturer narrative:
The initial visual inspection shows that the optic is compromised. The scope will be sent to scholly fiberoptics for further assessment. A supplemental report will be submitted when the investigation is completed.